Event description:
It was reported that the tubing of a y type blood/solution set was crushed. There was no patient involvement as this was noted before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One sample was received for evaluation in an open pouch. Visual inspection did not reveal any non-conformances. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.